Manufacturer narrative:
An event of bleeding was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported bleeding remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported during a bwi clinical study, the patient experienced bleeding at the groin. The issue resolved and the patient recovered. It was confirmed that the suspect device for the adverse event was the agilis sheath.